Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 597 mg/dl at the time of incident. The customer's current blood glucose is 180 mg/dl. Customer¿s blood glucose level in the hospital was 411 mg/dl. The customer was treated with bolus with insulin pump in the hospital. Customer experienced symptoms such as nausea, chest pain & difficulty breathing. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. Customer states insulin pump was not working. Customer also reports that the displacement test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The medical device problem code that was provided with the initial report was incorrect. The correct information has been included with this report in h6 section.

Event description:
On february 18, 2019, customer notified medtronic stating she is not insisting on pump replacement, but the hospital doctor thinks that the pump is not working properly. Customer states that having high blood glucose on (B)(6) 2019 that did not resolve after she gave herself insulin boluses through the pump, nor after she changed the set, is what led her go to the emergency department on (B)(6) 2019 at unknown time with hyperglycemia and diabetic ketoacidosis with a blood glucose of 597 mg/dl last night and an admission bg of 411 mg/dl with the following symptoms: nausea, chest pain and difficulty breathing that were treated with intravenous insulin infusion. The hospital doctor told her that they think the pump is not working properly. Customer is currently still in the hospital with current blood glucose of 180mg/dl. Auto mode was not active and sensor was not used on the day of hospitalization. Customer was not able to check if the cannula was bent, because she already threw it away. Pump passed self test and displacement test. Pump is expected to return for analysis and be replaced.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump received with normal operating currents. No unexpected battery power loss noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.